Manufacturer narrative:
A visual and microscopic examination identified that the stent moved distally on the balloon approx 28mm from the distal edge of the proximal markerband. The proximal and middle section of the stent was damaged. The proximal stent strut rows 1 to 4 were bunched. The middle stent strut rows were kinked. The stent was also slightly expanded throughout. Solidified blood and solidified contrast media were present within the inflation lumen, indicating that the device was used in vivo and the device was prepped for use. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per mfg process in the correct location during mfg. A 0.015 inch mandrel was inserted with no resistance encountered. The mfg batch record review confirmed that the device met all material, assembly, and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Complaint reportable based on analysis results completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The 85% stenosed lesion was located in a severely tortuous and severely calcified mid to distal left anterior descending artery. Significant resistance was encountered during insertion. Flushing was maintained during the procedure and ivus was not used. The 3.50 x 38mm taxus liberte stent was unable to cross the lesion. The procedure was completed with the same device. The pt status is listed as good with no complications reported. Device analysis revealed stent damage.